Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal leadwires inside the catheter body at approximately 3.5 cm to distal tip region. Insulation was not found on one of the leadwire at this region. Insulation on the remaining leadwire was not intact at various locations.

Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter was unable to pace from the beginning. There were no patient complications reported.